Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Device evaluation found damaged board unit, the endoscopic image cannot be displayed due to damage. As per instruction for use (IFU) : do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device was dropped on the floor and had no image. The issue occurred in preparation for a laparoscopic procedure, that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device was dropped on the floor and had no image. The issue occurred in preparation for a laparoscopic procedure, that was completed using a similar device. There were no reports of patient harm.